Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due to diabetic ketoacidosis and high blood glucose was (B)(6) 2018. The customer¿s blood glucose was unknown at the time of the incident and the current blood glucose 339 mg/dl. The customer had symptoms such as abdominal pain. The customer was treated with intravenous drips and insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that the insulin pump doesn¿t allege under delivery and the customer declined troubleshooting. The insulin pump will not be returned for analysis.